Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue. An umbilical cable was order and replaced on system. Unit tested and passed all checks, it was put back into use. No part was shipped back to manufacturer due to custom regulations of the country, so no analysis could be completed. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the image acquisition system (ias) would not communicate with the mobile view station (mvs) 'connected, not ready' message displayed on pendant. Umbilical cable was replaced on system; issue resolved.